Manufacturer narrative:
Mfg site name - freudenberg medical.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02332 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-02333 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the second clip, and the procedure was completed with the third resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02332 pertains to the first resolution 360 clip device and this report pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the second clip, and the procedure was completed with the third resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.